Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer did not have any concerns about the reprocessing process. The steps taken during precleaning and manual cleaning were not provided by the customer. The scope was used in four procedures while waiting for results after being sampled. The device was quarantined after the positive results were received. The scope was used and reprocessed prior to being sampled. The scope was last reprocessed on november 22, 2023. The scope was stored in a plasma typhoon. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the gastrointestinal videoscope tested positive for an unexpected contamination and an e315 unsupported scope error message was displayed. The issues were found after manual cleaning during reprocessing. There may have been water in the device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. E315 error messages were found on several scopes at the site. Please refer to the following related patient identifiers: (B)(6). The scope was used during multiple procedures after testing positive. Please refer to the following related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the test performed at the third-party labs: sampling date:13/12/2023 sampling from: all channels no bacteria were detected. The device evaluation was conducted and the reported event was not confirmed, however, additional potential adverse events were noted where foreign material was found in the air/water cylinder and sub-water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Regarding the report that the scope was used on 4 patient cases after being culture tested and before positive results were received; it is believed that there was a difference in understanding regarding the handling of equipment between olympus's recommendations and the facility in question; no infection of patients was confirmed. Additionally, the foreign material observed in the air/water cylinder and sub-water channel could not be identified and a definitive root cause could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. The IFU states: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.